Manufacturer narrative:
Follow-up #4 date of submission 04/14/2015-correction: correction to follow-up #3: the complaint was unable to be confirmed with investigation. Review of the pump¿s black box revealed no related issues or alarms.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the pump was not functioning. No additional information was provided and troubleshooting was unable to be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 03/12/2015 with the following findings: the complaint was unable to be duplicated with investigation. Review of the pump¿s black box revealed evidence of shortened battery life. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electric power draws were found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 01/16/2015-additional information:on 01/19/2015, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event.